Event description:
It was reported that an intubated patient utilizing the hollister anchorfast endotracheal tube holder while being turned, thrashed once, and the anchorfast broke where the clamp attaches to the track, resulting in an unplanned extubation. It was reported that after this extubation they initially attempted to support the patient off the ventilator but reintubated the patient within a few hours.

Manufacturer narrative:
The anchorfast device was not saved. The device history records (DHR) for the 3 possible lot numbers of the device were reviewed, and they were found to be complete and accurate. A trend analysis was conducted and no adverse trends observed. The root cause of this breakage cannot be conclusively determined. Hollister will continue to monitor this reported issue.